Event description:
It was reported that a CT scan showed "something like granuloma at the tip of the catheter." It was noted that the residual volume does not "match expectations." An explant/revision was on (B)(6) 2012. It was noted there was no harm/injury/death. The patient outcome was noted as "ok." The pump was delivering morphine.

Manufacturer narrative:
Catheter model# 8731 serial# unk implanted: unk explanted: (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Only part of the catheter was received. Analysis of the same revealed dark residue occlusion in dispensing holes. On decontamination with bleach solution, fluid flowed through the catheter although the bleach solution seemed to be restricted while coming out of the most proximal dispensing holes. There was a possibility that an actual complete occlusion partially broke loose during handling and shipment for analysis. The foreign material in the dispensing holes of the catheter was consistent in appearance with occlusions as a result of 'ph and salt concentration gradients between delivery solution and cerebrospinal fluid'.